Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. D4: UDI number: (B)(4).

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where a pericardial effusion was identified and treated. Commissural fusion and rheumatic ms along with imaging challenges made it difficult to get below the mvp or access the mc (medial commissure) to attempt encircling. The case was aborted. Additional information received revealed encircling was not able to be attempted as there was an inability to get mc (medial commissure) access or below the mv (mitral valve) with the device in any orientation that would facilitate encircling. Several maneuvers and approaches were attempted, but unsuccessful. Tsp (transseptal puncture) was completed x2 due to initial access being greater than 4.0. A second dock steerable catheter was utilized due to flexes and manipulations not translating effectively. Loading was on the mc fused tissue. Regarding the pericardial effusion, the effusion was identified as the case was ending. It was discussed with the procedure and echo team that it likely occurred during the second tsp access. The wire was advanced to the lateral wall of the la (left atrium) and may have created a small perforation. After multiple attempts to access the mc with a second tsp location and changing out the dsc. The decision was made to abort the case. The imaging team noted the effusion location and size. It appeared to be posterior and lateral la and not growing rapidly. The patient was not having significant hemodynamic changes throughout the case and as they prepared to perform a pericardiocentesis. The team was exchanging tsp catheter and sheaths in preparation to put in the gs. The imaging team noted that the effusion was posterior lateral to the la. The perceived root cause was likely wire placement and management during catheter and sheath exchanges. Patient was observed and discharged on post-operative day one.